Event description:
Patient stated that his infusion device was beeping continuously and there was nothing displayed on the screen. The battery that was in his pump was over 2 weeks old. He stated he was aware of the recall and he was advised to change his battery every 2 weeks. He was advised to insert a new battery and the infusion device functioned properly. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.